Event description:
Customer reported experiencing high blood glucose readings. Customer reported being out of breath, not eating, felling very thirsty and frequently going to the bathroom. Customer also had ketones. All settings appeared to be normal. The cannula was noted to be bent and the customer did not receive a no delivery alarm. Customer's blood glucose reading at the time of the call was 419 mg/dl and has treated with a syringe. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.